Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient experienced issues from reusing the cartridge multiple times, which caused an occlusion alarm on (B)(6) 2026. The patient blood glucose level was high and was treated with a manual injection. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.